Event description:
The customer reported during fluoro, system was unable to go through pt. There was poor image quality on left monitor during live fluoro. Case was not completed.

Manufacturer narrative:
The rep reloaded system software version 9, erased program flash memory and re-downloaded cal files using utility suite. Image quality tests and checks out ok. System is ok to use.